Manufacturer narrative:
The reported event of the returned battery, (B)(4), not keeping a charge was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing because it would not provide power to the controller. Internal inspection of the battery showed that a cable was making intermittent contact at the connector side due to a soldering defect. This intermittent connection prevented the battery from being recognized by the controller, which may have led to the patient thinking the battery would not retain a charge. The most likely root cause of the reported event can be attributed to a soldering defect as a result of improper assembly. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad manager that the battery would not hold a charge.  The battery was replaced without consequence to the patient.  No further information was provided.